Manufacturer narrative:
Continuation of d10:  product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}, product ID evfxplus-26 (j365743); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving a 26 millimeter evolut fx+ valve in a patient with a pre-existing surgical aortic valve (sav), several complications occurred. While progressing from 80% to full deployment of the valve, the valve reached a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). During this time, temporary pacing was stopped. Subsequently, the valve dislodged to a new depth of +3 mm on the ncc and +3 mm on the lcc. Paravalvular leak was observed via echocardiogram. Anatomical factors, including the depth of implant, contributed to the event. Per the physician, pressure related to the previous run of temporary pacing could have also contributed to the dislodge. The first valve was snared up into the ascending aorta and held in place. A second 26 millimeter evolut fx+ valve was successfully implanted within the 23 millimeter non-medtronic sav at a depth of 3-4 mm. The first was found floating and twisting in the aortic arch near the great vessels. The valve was snared again on the paddles and left apposed to the aortic wall in the descending aorta. The procedure was delayed by approximately one hour due.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a balloon aortic valvuloplasty was not performed during the procedure. The pvl was noted initially as mild but became mild-moderate. Subsequently, the decision was made to snare the valve up. Following the implant of the second valve, no pvl was observed.